Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the clip was positioned within the stomach to treat a post-gastric polypectomy bleed. The clip grasped tissue and was locked closed. However, the clip failed to release from the catheter. The physician pulled the closed clip from the tissue and the bleed was exacerbated. The bleed was treated with additional resolution ii clips along with an epinephrine injection which successfully completed the case. Reportedly, the endoscope was not in a retroflex position. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the clip was positioned within the stomach to treat a post-gastric polypectomy bleed. The clip grasped tissue and was locked closed. However, the clip failed to release from the catheter. The physician pulled the closed clip from the tissue and the bleed was exacerbated. The bleed was treated with additional resolution ii clips along with an epinephrine injection which successfully completed the case. Reportedly, the endoscope was not in a retroflex position. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Field action number - 3005099803-08/12/2011-002-r. A visual examination of the returned device found that the bushing arm was damaged. Additionally, the clip assembly was deployed and not returned. The reported event of clip failed to release was not able to be confirmed since the clip assembly was not returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the clip was positioned within the stomach to treat a post-gastric polypectomy bleed. The clip grasped tissue and was locked closed. However, the clip failed to release from the catheter. The physician pulled the closed clip from the tissue and the bleed was exacerbated. The bleed was treated with additional resolution ii clips along with an epinephrine injection which successfully completed the case. Reportedly, the endoscope was not in a retroflex position. The patient's condition at the conclusion of the procedure was reported to be stable.